Manufacturer narrative:
Analysis of collected information is ongoing and no final conclusions are available at this time. Additional information will be provided upon completion of the investigation which is ongoing.

Manufacturer narrative:
It was reported to arjo that a patient fell from a citadel plus bed frame. The side rail allegedly broke at that time. No injury occurred. The customer facility was visited to replace the damaged bed frame. During the visit, the customer clarified that the patient fell at time of exiting the bed and the side rail broke that moment. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail damage might be related to an excessive force applied to the side rail. This hypothesis is in line with the circumstances in which the malfunction occurred: the patient was trying to exit the bed. According to citadel plus instruction for use (831.374): - ¿side rails are not intended to restrain patients who made a deliberate attempt to exit the bed.¿ - ¿caregiver should always aid patient exiting the bed. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency.¿ to conclude, the side rail was damaged and from that perspective the citadel plus bed did not meet the specification. The issue occurred at time of use the bed frame by the patient. No injury was reported. The complaint was decided to be reportable due to patient¿s fall from the bed frame.

Manufacturer narrative:
Additional information will be provided upon completion of the investigation which is currently ongoing.

Event description:
It was reported to arjo by a customer representative that a patient fell from a citadel plus bed frame. The side rail allegedly broke when the patient was exiting the bed. No injury occurred.